Event description:
This pt had a total left knee in 2002, it was revised in 2003. An infection set in and another revision in 2003 was performed. The pt was admitted for a revision left total knee arthroplasty.